Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation the pump powered up to a dim and discolored verify screen. (B)(6).

Event description:
The pump was returned for investigation. Investigation found a dim and discolored display screen. This report is made based on results of investigation completed on 01/17/2014.